Event description:
It was reported that the event occurred while in the cath lab during use. The md inserted a super arrow-flex sheath via femoral artery for a diagnostic procedure. While attempting to feed the catheter through the sheath it was noted that the sheath was not sealing properly at the valve. As a result, the sheath and catheter were removed. Another sheath and catheter were inserted successfully. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is unk.

Manufacturer narrative:
(B)(4). Follow up report will be filed if add¿l info becomes available.